Event description:
It was reported the patient underwent a knee revision due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: additional associated products: unk femoral lot# unk, unk tibial lot# unk. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a1, a3, b4, b5, g3, g6, h2, h4, h6, h11. Corrected data: section h4. Section h6 health effect - clinical code. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision due to pain. The articular surface was revised.